Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was having problems with retaining fluid so they turned the device off. The patient inquired if the device worked if it¿s turned off and it was reviewed that for the therapy to work, the device had to be on. It was confirmed that the implant was put in for bathroom frequency and the patient had made adjustments to settings and had tried all their programs and thought it¿s not doing it. It was noted that there were no trauma/falls or recent medical test/electromagnetic interference that could be related to the issue; the patient did get blood work done. The patient was redirected to follow-up with their managing healthcare provider (hcp) to discuss the issue and reprogramming. It was noted the patient recently moved and did not have an hcp. No further complications were reported/anticipated.